Event description:
PICC line catheter was noticed to be leaking at the proximal end of the catheter. A split in the catheter was noticed at a seam point where the catheter leg connected to the proximal hub. The catheter was removed. All PICC kits with the lot# 1312515 and 1315709 were pulled and isolated from inventory.======================manufacturer response for 4 french vaxcel pasv PICC, (brand not provided)======================navilyst medical rep notified of catheter problem about six weeks ago and a complaint number was given. Aware of the problem and other hospitals have reported similar problems. Review of catheter inspection was stressed.